Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that the rotator broke while injecting contrast. No harm or injury was reported.